Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture during some recorded atrial tachy response (atr) events. (B)(6) technical services was contacted, and ra lead troubleshooting and device programming recommendations were provided. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).